Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy peritoneal dialysis (pd) effluent, diarrhea and vomiting. The cause of the breach in aseptic technique was not further described. On the same day as onset, the patient was admitted to the hospital for the event and the patient began treatment for the peritonitis with cephalothin and amikacin (both: one gram, one per day, intraperitoneally). Five days later the treatments with cephalothin and amikacin were discontinued. The following day, the patient began treatment for the peritonitis with piperacillin/ tazobactam, one gram, one per day, intravenously and at the time of this report, this treatment was ongoing. It was reported that the patient was improving, however, in the next days (date unspecified) the patient¿s pd catheter would be removed. At the time of this report, the patient remained hospitalized and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Early in the month following the event onset, the patient had recovered from the peritonitis episode. Since the patient recovered, the pd catheter was not removed as previously reported and pd therapy remains ongoing. On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.